Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The other perclose proglide device, referenced, is filed under a separate medwatch manufacturer report reference number. Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was not confirmed as not all components were returned for analysis. Reportedly, no angiogram was performed. It should be noted that the perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. The patient effect of hematoma is listed in the IFU as a potential adverse event with use of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral (rcfa) artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement interventional procedure. No femoral angiogram was performed. Reportedly, during suture retrieval there was difficulty obtaining control of the suture on both proglide devices. The sheath was upsized to a 14f with the intent to later achieve hemostasis with manual compression; however, a hematoma developed in the rcfa which was then treated with manual arterial compression. A surgical cut down was performed and hemostasis was achieved via surgical suturing. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.